Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer stated that the blood glucose was 30 mmol/l at the time of incident. Customer stated that the high blood glucose was corrected by insulin drip. The insulin pump will not be returned for analysis.